Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak/ thermistor wire too weak". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bard temperature-sensing foley catheters potentially reading intraoperatively and post-c- section surgical temperatures inaccurately. This observation had been exposed during their team investigation of an increased number of surgical site infections (ssi). Stated that the temperature-sensing foley catheters were intended to aid in clinical management by allowing for continuous drainage and measurement of urine. After reviewing internal documentation, bard did not have testing or data on the accuracy of the temp-sensing foley with an open abdomen procedural situation and customer had a question about the bard temperature foley, they were drilling down some surgical site infections, and they use temperature probe foleys on all their c- sections. Temperatures being recorded by anesthesia were 94 degrees. Once of the physicians said that the reason why they were seeing low temperatures from the foley catheter was due to the exposure or the bladder during the case and they were wondering if they had any literature that would speak to that or if that was even possible. Representative advised customer of temperature location within the foley. Also stated that majority of the temperature fluctuation, from a clinical standpoint, might be related to environmental factors such as open abdomen, room temperature, and fluids used for prep or wash out and they did suggest a secondary temperature source to compare. As discussed, whenever there was doubt surrounding the accuracy of a temperature-sensing foley catheter, evidence-based practices suggest clinicians compare the core bladder temperature reading to that of a secondary source per their facility's policy, procedures, and protocols. Clinically, it would be important to verify accurate documentation, application methodology of the surgical prep of the patient, and complete surveillance of cases to ensure adherence to facility protocols. Again, clinical factors such as prep or wash out fluids, IV fluids, room temperatures, and the open abdomen during the procedure could potentially affect the patient's core temperature. This might lead to diverse temperature readings of the foley device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the bard temperature-sensing foley catheters potentially reading intraoperatively and post-c- section surgical temperatures inaccurately. This observation had been exposed during their team investigation of an increased number of surgical site infections (ssi). Stated that the temperature-sensing foley catheters were intended to aid in clinical management by allowing for continuous drainage and measurement of urine. After reviewing internal documentation, bard did not have testing or data on the accuracy of the temp-sensing foley with an open abdomen procedural situation and customer had a question about the bard temperature foley, they were drilling down some surgical site infections, and they use temperature probe foleys on all their c- sections. Temperatures being recorded by anesthesia were 94 degrees. One of the physicians said that the reason why they were seeing low temperatures from the foley catheter was due to the exposure or the bladder during the case and they were wondering if they had any literature that would speak to that or if that was even possible. Representative advised customer of temperature location within the foley. Also stated that majority of the temperature fluctuation, from a clinical standpoint, might be related to environmental factors such as open abdomen, room temperature, and fluids used for prep or wash out and they did suggest a secondary temperature source to compare. As discussed, whenever there was doubt surrounding the accuracy of a temperature-sensing foley catheter, evidence-based practices suggest clinicians compare the core bladder temperature reading to that of a secondary source per their facility's policy, procedures, and protocols. Clinically, it would be important to verify accurate documentation, application methodology of the surgical prep of the patient, and complete surveillance of cases to ensure adherence to facility protocols. Again, clinical factors such as prep or wash out fluids, IV fluids, room temperatures, and the open abdomen during the procedure could potentially affect the patient's core temperature. This might lead to diverse temperature readings of the foley device.